Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced bleeding that required thrombin injection. At the end of the procedure, the catheters were all removed and out of the body. The medical team used vascade as a closure device and the left femoral vein did not hold. It was noted that it seemed like arterial, and they were holding pressure and when they went to release pressure blood shot out. A surgeon was called in and no surgery was needed, they were able to get hemostasis. The medical intervention was to apply pressure and held until the bleeding stopped and a thrombin injection. The patient last know status was stable in recovery. The physician's opinion on the cause of the adverse event was difficult venous access.